Event description:
It was reported, that an occlusion alarm occurred. Reportedly, the customer cleared the alarm. And successfully resumed insulin delivery. Customer's blood glucose level was 144-226 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.